Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (50.0 mg/ml at 5.499 mg/day), fentanyl (200.0 mcg/ml at 22.00 mcg/day), and bupivacaine (15.0 mg/ml at 1.650 mg/day) via an implanted pump. The indication for pump use was noted to be non-malignant pain. On examination (B)(6)2015, the patient had a small red lesion at the pump site; the patient felt that ¿the pump was wearing on the skin from the inside.¿ there was no significant skin breakdown, no drainage, and no signs of infection; it appeared to be subcutaneous ecchymosis. No antibiotics were given. The patient was to observe the lesion and apply over the counter triple antibiotic cream as she saw fit. On examination (B)(6) 2015, there was no skin lesion or breakdown seen. On (B)(6) 2015, the patient continued to have complaints with movement of her pump/pump mobile in the pocket and it causing discomfort in her abdomen at the pump site. The patient denied that the pump was flipping. Per the physician, a pocket revision would only occur if the pump was flipping which it was not. The event outcome was reported as ¿unresolved with no further action planned.¿ the event was noted to be related to the device or therapy and not related to the implant procedure.